Manufacturer narrative:
There has been a previous report received where lack of water flow has caused an overheating insert. Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. Visually inspected and confirmed the insert is clogged no water flow does not meet spec. Could not test for temperature insert is clogged. The insert got clogged because of rust. The maintenance and insert handling is unknown in the field. Inserts left standing wet corrode and clog. Inserts are tested 100% in the production floor for water flow and the put in an oven to remove moisture. There is no enough evidence to say that this was an issue cause by the manufacturing process.

Event description:
While using a 30k fsi-sli-10s insert, there was no water flow and the insert was getting warm; no injury resulted.